Event description:
Customer reports opening a new kit and when opening cap to lancing device, a lancet was already present and customer obtained a lancet-stick injury. Customer suspects the meter kit that they purchased may have been previously tampered with. Adc customer service advised customer to obtain testing for bloodborne diseases, it is unknown if this testing or the subsequent results have yet been obtained.

Manufacturer narrative:
Customer reported discarding the lancing device after the incident occurred.